Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the ew territory mgr., during insertion of a 14f esheath+ difficulty was encountered and upon removal of the esheath, the patient's pressure dropped and an angio showed extravasation in the right external iliac artery. A balloon was placed to prevent further bleeding while we prepared a viabahn. The viabahn was placed over the tear and ballooned to ensure seal. Another retrograde sheath injection was performed there was no leak. The patient was stable for post management care. The patient was awake and doing fine. The device will not be returned for evaluation. Per report, the patient presented with very challenging access (very narrow, tortuous, and calcified). The experienced team dilated, used viper-slide, and carefully placed the 14fr esheath. The delivery system was advanced, the valve was perfectly placed, and the procedure was a success. However, on the removal of the esheath, we noticed a sudden drop in pressure. A retrograde bolus of contrast to interrogate the access vessels waws performed. The dilator was fully insert and the vessel was predilated with a 16fr dilator. The patient's minimum luminal vessel diameter measured 3mm and the vessel was moderately tortuous and moderate to severely calcified.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 14f esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that the minimal luminal diameter (mld) is 2.8mm, several undersized regions observed, and some calcification and tortuosity was present at the access site. The lot number was not provided, and a device history or lot history review was unable to be performed. The esheath plus IFU, s3u, commander, and esheath+ preparation manual and s3u, commander and esheath+ procedural manual was reviewed for instructions and guidance. The procedural manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure valve size: 20-26mm, sheath 14f, minimum vessel diameter greater or equal to 5.5mm and valve size: 29mm, sheath 16f, minimum vessel diameter greater or equal 6.0mm. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the degree of tortuosity was moderate, degree of calcification was moderate to severe and the minimum luminal diameter was 3mm. Additionally, it was reported that 'this was not a device issue. This was a patient anatomy issue'. Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification'. 3mensio imaging shows vessels as small as 2.8mm present with calcification and tortuosity present. Furthermore, case notes states that the patient had an mld of 3mm. As per IFU, the minimum vessel diameter for a 14 fr esheath+ is 5.5mm. Calcification and undersized vessel diameters can create a constrained condition and lead to increased contact with the sheath. These factors, in combination with tortuosity, can contribute to sub-optimal angles for the sheath to navigate, increasing friction between the sheath and the patient's access vessel leading to the experienced difficulty during sheath insertion. The patient's access vessel mld measured 2.8mm. The minimum required diameter for a 14f esheath is 5.5mm. In this case, available information suggests that patient factors (tortuosity, calcification, undersized vessel) may have contributed to the reported event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors (calcification and tortuosity) of the access vessel that may have contributed to the complaint event.